Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose was 200, 169, 73 mg/dl within 10 minutes, with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.